Event description:
Telemetry system inoperable after generator check-test at approximately 6:30 am. Pt found pulseless. At 7:45 am code called; pt expired (code ended) at 8:05 am. Telemetry all down after generator check. Found that batteries in a ups unit that supports telemetry equipment failed.